Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms as well as noise on the right atrial (ra) lead channel. The patient is not pacemaker dependent. No adverse patient effects were reported. This system remains in service.